Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a pt. The customer also reported that the pt was working out at the gym when the alarm sounded. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode posed a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom drive continued to perform is life-sustaining functions. The freedom drive will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a patient. The customer also reported that the patient was working out at the gym when the alarm sounded. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed abrasions on the drivelines. During investigation testing, there were no indications of a loss of pressure or leakage. Visual inspection of the driver's internal components revealed no abnormalities. The driver in "as received" condition passed all test requirements, which included testing at normotensive and hypertensive settings, with no anomalies or unintended alarms. An onboard battery charge/discharge test was performed, and the driver performed as expected. The driver's electronics functioned as intended and were capable of detecting the external power supply voltage with no alarms or issues. The electronic data reported fault code 47 indicated that a lower input voltage from the external power source was present relative to the onboard batteries' voltage for a period exceeding five minutes. By design per, syncardia tah-t freedom driver system software requirements specification, this will trigger a permanent fault alarm. This fault code is indicative of an issue with the external power source. During investigation testing, the customer-reported fault alarm could not be reproduced, and there was no evidence of a device malfunction. With the provided information from the customer experience and the investigation results, it is likely that there was an issue with the connection from the wall power outlet through the ac power supply to the driver. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The freedom driver can be powered by the onboard batteries or by an external power source (grounded wall power outlet or 12v vehicle power outlet). The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.